Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced five infusion set blocked alarm event on (B)(6) 2024 . No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5 e1: patient city: (B)(6). Patient country: australia.